Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was turning on, unresponsive button and had fluid in pump. The customer was assisted with self test and test was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for further analysis.

Manufacturer narrative:
Retainer = black. Customer returned pump for an alleged keypad unresponsive/button error alarm/moisture damage/blank display/device test failed found on (B)(6), 2021. No blank display noted after battery insertion. Pump was received with a critical pump error (open book image) alarm. Unable to verify stuck button error alarm, device test failed alarm or perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully utilized thump to download history files, traces. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 critical handling alarms on nov 11, 2021 with variable (15). Pump error 63 alarm due to hardware error (line number 2017 file number 147). Pump was cut open to perform visual inspection and found moisture damage on pcba 1 / force sensor / motor. Force sensor zero offset not within specification (1.45v). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case along the side of the battery tube, cracked select button keypad overlay and minor scratched lcd window. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Pump error 63 alarm due to hardware error (moisture damage). Unable to verify stuck button error alarm, device test failed alarm due to open book. Blank display not confirmed. Exposed to moisture confirmed at pcba 1 / force sensor / motor. Cosmetic damage found on the pump case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.